Event description:
It was reported on (B)(6) 2014, the catheter was placed into the right radial artery of a (B)(6) yr/old female dialysis patient in renal failure and afebrile in the cctc. The waveform became dampened 6 hours post insertion. The catheter stopped working completely within 12 hours. There was no waveform and they were unable to perform blood draw. As a result, the catheter was removed and a new catheter was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Complaint no. (B)(4).